Manufacturer narrative:
Concomitant medical products: product ID: 3625, serial# unknown, product type: screening device. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the trial patient was in a lot of pain since implant. The insertion process was painful. The pain was in the lower part of the patient¿s back and the rectal area. Six days later, the patient had pain and discomfort in the vaginal area and buttocks, near the insertion site. The pain had been present since the end of the trial, two days prior. The patient felt stimulation during the trial. The patient experienced a burning sensation during urination and felt like they had an infection. The patient also experienced pressure in the vagina and buttocks area. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.